Event description:
Small bowel obstruction. A pt with chronic ulcerative colitis received one sheet of seprafilm during surgery for j pouch and ileostomy closure in 1999. The pt's initial surgery was performed in 1999, utilizing three sheets of seprafilm placed at the right and left abdominal sidewall, the pelvic floor, retroperitoneal surface adjacent to ascending and descending colon, and under abdominal wall incision. He was doing well until 9/25/1999, 3 days post op when he began feeling queasy. On 9/28/1999, 6 days post-op the pt was brought to the emergency room as he was uncomfortable, distended and he had vomited 5x. The pt reported to have two (very loose) bowel movements a day since his surgery of 9/22/1999. A physical exam was performed. Relevant signs include a distended, positive tympanitic abdomen without peritoneal signs. The ileostomy site appeared well healed with no redness, cellulitic or swelling. A rectal was performed with air evident in the pouch. X ray revealed a small bowel obstruction which is thought to be at the stapled rectal area. There was no free air evident. Wbc is 4.5. The pt is reported as not toxic in any way. The reporting physician's impression is the small bowel obstruction may be related to just swelling of the anastomosis. The pt was admitted at this time for ng tube decompression and hydration. A ng tube was inserted and was draining greenish clear fluid. The pt was reported to have recovered without sequelae and was discharged to home on 10/2/1999. The reporing physician reported the event as possibly related to seprafilm.